Event description:
Philips sent a project manager to evaluate the existing philips radiography and fluoroscopy (r&f) system and room. Measurements were taken and drawings provided by philips. During the pre-installation meetings, the manufacturer's base drawings and layout were inaccurate in measurements and layout; hospital staff advised manufacturer of inaccuracies by approximately two feet.in discussions with the manufacturer's project manager prior to installation, manufacturer assured us that the weight of this tube and crane were the same as the old (philips) system in the same room and no changes were needed. The r&f system was installed and certified for use by philips. Several months later, it was brought to the manufacturer's attention that the length of travel for the crane/tube was not long enough based on the agreed specifications during pre-installation meetings. Philips agreed and decided to install a retro-fit. Per hospital policy, a structural engineer examined the system prior to the retro-fit for recommendations. The engineer found the weight of tube and crane caused deflection of 0.3 inches in structural steel in the ceiling. The structural engineer has determined that a safety hazard exists. The deflection necessitated de-installation of tube and crane by the manufacturer. Structural reinforcements are being installed by an outside contractor and then system will be reinstalled by the manufacturer.safety hazard: potential exists for tube, crane and ceiling components to fall on patients and staff.